Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump piston was not moving. The customer¿s blood glucose level was 189 mg/dl. Customer stated that they were unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen and insulin pump was freezing. Troubleshooting was performed. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed self test, however device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify prime or fill anomaly due to pump error 38.